Event description:
It was reported that during the attempted implant of a transcatheter pulmonic valve, the valve was deployed utilizing the right pulmonary artery wire position was used due to left pulmonary artery narrowing at the ostium. Upon deployment, the physician did not like the position of the valve or the appearance of the outflow of the valve. Subsequently, the valve was recaptured utilizing a non-medtronic sheath. Subsequently, a new valve was opened. Upon the second attempt, the left pulmonary artery wire position was utilized. Deployment was started in the main pulmonary artery with a quick unsheathing of nodes 3-6. At this time further discussion was held due to risk of embolization. Deployment was continued, and the valve was fully released with minimal ectopy. The delivery catheter system (dcs) was withdrawn carefully, and the post-implant fluoroscopy image displayed a well-seated valve. Approximately 5-10 minutes later, the valve had dislodged proximally into the right ventricle. Increased ectopy was observed, and the patient was transferred into the operating room. The wire was utilized to "pin" the dislodged valve in a safe position. A sternotomy was ultimately performed, and the valve was explanted.

Manufacturer narrative:
Continuation of d10: product ID (harmony-dcs); product lot/serial number (unknown); product type: (0195-heartvalves); implant date: (non-implantable). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.